Event description:
There was a report of a pixel issue on the pump display, where the screen turned black and blue, accompanied by beeping, when interacted with. There was no reported impact on the customer's blood glucose level. The pump was within warranty, and the customer was informed that it needed to be replaced. Tandem technical support confirmed the shipping address, provided storage mode instructions, and advised the customer to return the problematic pump within 10 days using a pre-paid label and return box. The customer declined to share information on the backup therapy to be used.